Event description:
It was reported that the tip of the cayman mi spring loaded awl bent intra-operatively. The awl is used to prepare the bone for placement of screws. The surgeon did not elect to use or did not have on hand a back-up instrument to prepare the second screw hole. The cayman united two-hole plate and cascadia interbody were implanted but only one of two securing screws was placed. No adverse consequences to the patient have been reported and the surgeon does not plan to re-operate at this time. This record captures the cayman united two-hole plate implanted.

Manufacturer narrative:
It was reported that the cayman united 2 hole plate was implanted with only one screw. Visual, functional and dimensional analysis could not be performed as the device remains implanted in the patient. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. It is possible that the plate and/or screw was damaged, preventing proper fixation. Insufficient screw site preparation may have also contributed to the issue. However, as the devices were not available, a root cause could not be determined conclusively. H3 other text : device remains implanted in the patient

Event description:
As the screws of the plate were unable to placed, the cayman united 2 hole plate and cascadia interbody were not fixed as intended. No adverse consequences were reported at this time. This record captures the cayman united 2 hole plate.